Manufacturer narrative:
Concomitant products 5086mri52 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twitching on the left side with atrial pacing, and the right atrial (ra) lead exhibited low impedances, undersensing, and a confirmed fracture. Noise was observed with isometrics. The lead was capped and replaced. No patient complications have been reported as a result of this event.